Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was removed during the patient¿s heart transplant and was found to be at recommended replacement time (rrt) and end of service (eos) without notification. No patient complications have been reported as a result of this event.